Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing functional testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon receipt the monitor failed incoming functional testing. The root cause for the test failure is currently under investigation. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted form the defective monitor. The last pt to use this monitor did not report any deficiencies.